Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of signal artifacts and a rise in both pacing and shock impedance. It was noted that the patient recently participated in heavy work in the garden, which the health care professional (hcp) suspects likely contributed to the lead issue, specifically a possible lead fracture. No adverse patient effects were reported. At this time, evidence suggests the lead remains in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of signal artifacts and a rise in both pacing and shock impedance. It was noted that the patient recently participated in heavy work in the garden, which the health care professional (hcp) suspects likely contributed to the lead issue, specifically a possible lead fracture. No adverse patient effects were reported. At this time, evidence suggests the lead remains in service. Additional information: this lead was explanted and replaced, and it was returned for analysis. Besides intervention, there were no other adverse patient effects reported. A final report will be issued upon completion of laboratory analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed conductor coils were deformed approximately 60-100mm from the terminal end. X-ray showed a fractured cable conductor approximately 30mm from the terminal end. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of signal artifacts and a rise in both pacing and shock impedance. It was noted that the patient recently participated in heavy work in the garden, which the health care professional (hcp) suspects likely contributed to the lead issue, specifically a possible lead fracture. No adverse patient effects were reported. At this time, evidence suggests the lead remains in service. Additional information: this lead was explanted and replaced, and it was returned for analysis. Besides intervention, there were no other adverse patient effects reported. This report is updated with the product investigation results.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of signal artifacts and a rise in both pacing and shock impedance. It was noted that the patient recently participated in heavy work in the garden, which the health care professional (hcp) suspects likely contributed to the lead issue, specifically a possible lead fracture. No adverse patient effects were reported. At this time, evidence suggests the lead remains in service.